Event description:
According to the available information, indwelling catheterization for caesarean section and the catheter was intact when checked before catheterization. There was doubt about a blocked catheter during the procedure (traces of blood but no urine). The catheter was removed and replaced by another catheter. We discovered that the distal end of the catheter (cut cleanly at the distal limit of the balloon) was missing at the time of removal. Risks of infection, risk of anaphylaxis, new operation for the patient with anesthetic risk, psychological trauma

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the lot number 9690320 on the same defect. We received the incriminated sample. After disinfection, a visual inspection was performed, tip was tore. According to our historical data this issue was known and was probably tore during packaging opening. Based on investigation performed, checking the quality database revealed one change control cc (B)(4) "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014. Since implantation of change control (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. A similar case study was performed based on folysil silicone catheter on same defect "distal end broken" over last four year, 32 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, indwelling catheterization for caesarean section and the catheter was intact when checked before catheterization. There was doubt about a blocked catheter during the procedure (traces of blood but no urine). The catheter was removed and replaced by another catheter. We discovered that the distal end of the catheter (cut cleanly at the distal limit of the balloon) was missing at the time of removal. Risks of infection, risk of anaphylaxis, new operation for the patient with anesthetic risk, psychological trauma